Event description:
Possible perforation during esophagealgastro-duodenoscopy with dilatation. Pt transferred to tertiary hosp for follow up care. Sub-mucosa penetration only indentified during follow up care.